Manufacturer narrative:
Other text : device not return.

Event description:
The manufacturer received information alleging a ventilator was not working. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer reported receiving information alleging a ventilator was not working. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor needs to be replaced to address the issue. In addition of the above evaluation, the device's usb connector cover needs replaced to the unit was returned without one. The device's muffler, blower assembly, blower bellows, tubing blower chassis, tubing-fio2, tubing-low flow o2 and tubing system board need replaced due to contamination (dirt, dust, talc, etc.). The device's software was uploaded. Unit sent to final test.